Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. The fse identified that there was an issue with host pc. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc. The fse performed a host pc hdd disc bay bypass without resolve. The fse then replaced the host pc and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.